Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the anchor detached when using the involved angio-seal device. After having put in place the introducer of the angio-seal and at the time to introduce the plastic part which contains the collagen, the collagen detached itself from the transparent part. An angio-seal from another lot number was used without problem. There was no clinical consequence for the patient. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned, however, one unused angio-seal 8fr sts plus was returned for evaluation. The unused angioseal was returned in a sealed header bag. The returned device was subjected to visual analysis. The carrier tube assembly was still enclosed within the sealed aluminum pouch. The sheath and locator were returned mated with one another. The pouch was examined under fluoroscopy and the presence of the bypass tube on the carrier tube assembly in the manufacturing position was confirmed. Based on the investigation results the returned device was the normal product.

Manufacturer narrative:
Patient length: 160cm.

Event description:
Additional information was received on 7/4/18. The patient was having a flutter ablation done. The customer used a 8fr procedure sheath. There was no difficulties with the arterial access, sheath, guidewire, or catheter insertion. The patient is stable.